Event description:
After insertion of the bioraptor knot was tied. As the surgeon was probing the fixation, he noticed that the second/middle anchor had broken at the eyelet. The anchor was left in place. The surgeon did not place any additional anchors as he felt adequate fixation was achieved.

Manufacturer narrative:
No product is being returned for evaluation.